Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (2,000 mcg/ml, 849.1 mg/day) via an implantable pump for intractable spasticity for cerebral palsy. Medical records from a programming and refill of infusion pump were received. The date of service was (B)(6) 2020. Upon interrogation the reservoir volume was 3.2 ml. Notes stated; the pump site was then prepped with chlorhexidine and draped in a sterile manner. The refill template was placed over the pump and the refill port was located. A 22-gauge huber needle with tubing (clamped) was advanced into the refill port. A 20 ml syringe was attached and aspiration was steady until ~10 ml were withdrawn and bubbles were noted. The tubing was re-clamped and a new syringe containing 20 ml of baclofen (2,000 mcg/ml) was attached. The tubing was unclamped and the pump was filled easily without overpressure. The tubing was then re-clamped and a new syringe containing 20 ml of baclofen (2,000 mcg/ml) was attached. The tubing was unclamped and the pump was filled easily without overpressure. The needle was removed; the area was cleaned, and a bandage was placed over the needle insertion site. The pump was reprogrammed to the same drug concentration/dose. Reservoir volume was programmed to 39 ml (noting that approximately 1 ml lost during re-fill procedure). Alarm date set to (B)(6) 2020, low reservoir alarm volume of 2 ml. The patient tolerated the procedure well without complications.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported there was no troubleshooting actions taken. The cause of the volume discrepancy was a transposition error in medical documentation. The patient's weight was (B)(6).